Event description:
This pair of pliers broke while attempting to remove a nail from the patient's leg. The tip fragmented into multiple pieces. One fragment of the pliers was found in the suction cannister, a second fragment was found and removed following an xray to check for additional fragments.